Manufacturer narrative:
Date of birth: unknown as information was not provided. Gender: unknown as information was not provided. Date of event: unknown as information was not provided. Catalog #: a complete catalog number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. Serial #: unknown as information was not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted; give date: unknown as information was not provided. If explanted; give date: unknown as information was not provided. Device manufacture date: unknown, as product serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a pcb00 intraocular lens (iol) tore the posterior capsule during insertion, this happened in two cases. It was reported a sharp edge of the folded iol created a tear in the posterior capsule. When the account executive attempted to gather further information, the surgeon mentioned it happened last year and he did not recall the patients. The doctor said the incidents did not interfere with the surgeries and he was not able to provide any further information. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. This report captures the 1st pcb00 lens. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing record cannot be reviewed since the iol serial number is unknown. Historical data analysis: the complaint history was not reviewed since the iol serial number is unknown. Labeling review: the directions for use (dfu) were reviewed, the dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.